Manufacturer narrative:
Correction: d6a - date of implant.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4) serial: (B)(6) , batch: 7168773.

Event description:
It was reported the patient was unable to place their system into MRI mode due to high impedances. Surgical intervention took place wherein the system was explanted to address the issue. It is unknown which lead is at fault.

Manufacturer narrative:
The leads were explanted due to patient requiring an MRI scan. The device was unable to be placed into MRI mode due to one lead showing high impedances. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.